Event description:
It is reported that the locking ring of the cup was stuck not allowing the liner to be seated. New devices were opened and implanted.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.